Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection using magnification found marks on the outside of the patient adapter connector. Leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing were performed with no issues. The reported condition was not verified; however, cosmetic damage to the patient adapter was found during service. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a connection issue between the transfer set and the titanium adapter. The connection could not be secured and there was a gap. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.